Manufacturer narrative:
During the evaluation of the device a the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. Device has been evaluated, but the components have not been replaced pending customer approval of estimate.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use.